Event description:
Baxter paceport catheter with temporary pacing wire waws inserted, suddenly developed hypotension and decreased urinary output. Echocardiogram done, revealed pericardial effusion which suggested cardiac tamponade. Pacer wire ws removed. Pericardiocentesis was performed with 190 cc's of fluid aspirated from the pericardial sac. Blood pressure went from 80 up to 130 systolic. Physician felt the constant motion of the swan during pulmonary wedge pressure reading could have been contributing factor tothe injury from pacing wiredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: known short term complication of procedure. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.